Manufacturer narrative:
Type of investigation not yet determined: ((B)(4)): additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needed an evaluation. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated field: e1 (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). It was reported that the cardiosave intra-aortic balloon pump (iabp) needed an evaluation. It is unknown the circumstances under which the event occurred. Customer stated that the unit shutdown during use. Getinge field service engineer (fse) discovered error 137 in logs signaling a software fault in the video library. Fse confirmed an issue and replaced video generator board (d040-00-0456 kit, display monitor to video gen board) as per service manual and ensured software compatibility. Unit ran without issue for 30mins. Calibration, safety, and functionality checks passed factory specifications. Returned to customer upon completion. It is also unknown if there was a patient involvement. However, there was no adverse event reported.